Manufacturer narrative:
The customer replaced the power supply and performed electrical safety test. Es= 142 ohms and 42ua which resolved the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that that the device is not operating on ac power or charging the battery. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Advised customer the latest version of the service manual is version t. Biomed disconnected the white molex connector on the power management board and confirmed the 24-volt power supply is not within specification. Page 112 of the service manual to confirm the power supply is operating within specification. The rse provided parts ID for the power supply for repair. The investigation is ongoing.